Event description:
An intravascular ultrasound (ivus) coronary imaging catheter was unable to cross the lesion (location unk); therefore, it was removed from the pt's body and followed by dilation with a balloon catheter. Prior to performing a second attempt with ivus catheter, it was observed that the tip of the catheter had detached. The detached tip was found on the drape located on top of the table. No pt complications were reported. Pt was reported to be doing "fine." It was reported that the device was properly prepped.

Manufacturer narrative:
.